Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00301.

Event description:
Allegedly per medwatch report received from user facility, "the pt. Approx. 4 yrs ago underwent a tha with mom articulation. The pt. Had some increasing pain, and was found to have elevated metal ions and osteolysis around the acetabular component and femoral stents. The pt. Elected to proceed with revision hip arthroplasty. The pt. Has elevated co level 8.5, cr at 2.3. The sed rate is slightly elevated at 42. Aspiration of the hip was negative for growth and had no clinical signs of infection. "